Manufacturer narrative:
Investigation summary: photos of 1 customer returned sample with water were submitted for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional draw testing with water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes an unspecified number of tubes underfilled. There was no health impact or consequence reported.